Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac instructed the customer to clean the scope contacts and advised sending in the device for evaluation and repair if the issue persist with multiple scopes. The customer called back and confirmed that the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center display a b30 and an e216 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be confirmed. Olympus will continue to monitor field performance for this device.